Event description:
It was reported that the customer's insulin pump alarmed motor error during the fixed prime process. Troubleshooting was performed. The device was not exposed to an MRI. It was mentioned that the insulin pump has been dropped. Assisted the caller to run the self test and passed. Advised that the device will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime and alarmed motor error during the basic occlusion test as a result of a loose drive support disk.